Manufacturer narrative:
The speaker assembly was returned the manufacturer for failure analysis. The voice coil open in the speaker created the 1102-primary alarm failure error code.

Manufacturer narrative:
G4:10feb2021. B4:11feb2021. The field service engineer evaluated the device and verified that speaker #1 on the motor control board was defective. The defective speaker #1 on the motor control pcba. Was replaced and all required tests passed successfully. The device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jan2021.

Event description:
It was reported to philips that the device had a check vent primary alarm failure at power on of the device. The device was not in use at the time of the event. The device was being set up for use, but there was no delay to patient care reported. There was also no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that code (primary alarm failed) was in the event log. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.